Event description:
It was reported that the set screw was unable to be tightened to or loosened from the device header during the implant procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of the inability to loosen or tighten the set screw was not confirmed. Analysis revealed incorrect wrench insertions by the user in attempting to tighten the setscrew. The wrench tip was not being aligned with the hex inset of the setscrew so that the wrench tip would drop into the inset in order to engage the inset to tighten the setscrew. Testing was performed and verified the setscrew could be tightened normally with correct wrench insertions. The device was normal and no anomalies were revealed.